Manufacturer narrative:
Other relevant device(s) are: product ID: 9733451, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that a report was received by the site indicated that a navigation suction tip was tagged as broken. It could not be confirmed as to what was broken on this suction. No patient was present at the time of the present.